Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? What medical intervention was given for the pain management? Results? Please provide date and surgical findings of re-operation. Product lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced severe pain following insertion of the device. It was reported that the patient had the device removed as joint procedure with plastic surgeons. The patient had vaginal and groin dissection. Additional information was requested.